Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The fifth and sixth stent struts were slightly lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20mm x 2.75mm, target lesion was located in the severely tortuous and calcified left anterior descending artery. A 20 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20mm x 2.75mm, target lesion was located in the severely tortuous and calcified left anterior descending artery. A 20 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.